Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the perfusionist switched the unit to actual temperature, the temperature values did not update on the arterial side. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.